Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there was an impedance out of range issue; stating that patient had >4000 on 4 out of the 7 standard programs. Impedances were tested at 1.5v and 1.8v. Manufacturer representative (rep) reported a lower than expected longevity on one of the programs which was less than 2 years. It was reviewed that the possible program usage was higher depleting the battery more than expected. Also mentioned was that patient's current therapy was just ok. Rep stated they will try to meet with healthcare professional (hcp) and patient to findout more information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. The patient was going to be brought back in for another impedance check and then the decision would be made on what next steps would be taken.